Event description:
It was reported that during an emergency room (ER) visit, the physician placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) stored data. The physician noted that the patient heart rate (hr) was observed to be slow ranging between 20 to 30 beats per minute (bpm). The physician also noted having ran right ventricular (rv) lead threshold testing with the results showing stable measurements. Upon review, the presenting electrogram (egm) showed that the device appeared to be operating as expected and ts was unable to determine the cause of device not delivering brady pacing due to patient having a lot of premature ventricular contraction (pvc) beats. Ts discussed possible causes and recommended further testing on the device and leads to be performed. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an emergency room (ER) visit, the physician placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) stored data. The physician noted that the patient heart rate (hr) was observed to be slow ranging between 20 to 30 beats per minute (bpm). The physician also noted having ran right ventricular (rv) lead threshold testing with the results showing stable measurements. Upon review, the presenting electrogram (egm) showed that the device appeared to be operating as expected and ts was unable to determine the cause of device not delivering brady pacing due to patient having a lot of premature ventricular contraction (pvc) beats. Ts discussed possible causes and recommended further testing on the device and leads to be performed. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that this cardiac resynchronization therapy defibrillator (crt-d) system and right ventricular (rv) lead were explanted and returned to facility without product malfunction allegation from the field. No additional adverse patient effects were reported.